Event description:
It was reported that during a supply change with a prefilled fiasp pumpcart cartridge, insulin leaked after the cartridge cracked inside the pump chamber, followed by an alert 38 indicating consecutive stalled motor and subsequent ¿unable to proceed¿ messages that prevented rewind and operation. Customer care provided support that included customer troubleshooting, device restart attempts, rewind attempts, inspection of the cartridge chamber for debris, and arranging device replacement. Investigation of this case revealed a cracked glass cartridge within the chamber, insulin leakage, and repeated motor stall alerts preventing pump function. No adverse clinical effects reported. Outcomes included discontinuation of pump therapy and transition to backup therapy while the replacement ilet arrives. It was concluded that the device could not proceed due to cartridge damage and motor stalls, and the user was instructed on shutdown and data handling while awaiting replacement.